Event description:
Pleurx drainage kit drainage tubing came out of the top of the drainage bottle while connecting to pleurx drainage catheter. Nurse practitioner performing procedure was able to disconnect drainage line immediately from catheter.